Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation shows that the system worked as expected as the system triggered low glucose alerts during the reported event. Further review also showed that the user was able to use his system for the entire 180 days up until (B)(6) 2021 before it was explanted. The customer complaint could not be confirmed.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event with cramps. The patient's wife had to call the ambulance. At the time of event, the sensor reading was reported as 78 mg/dl but blood glucose was not measured at that time due to cramps. Patient complained that alert was not asserted. Patient was given 3 injections of glucagon when the ambulance arrived.